Event description:
Additional information was received from a nurse on (B)(6) 2017. The nurse stated that in (B)(6) 2015 the patient¿s healthcare professional (hcp) recommended implant replacement. On (B)(6) the patient was not using their stimulation so they scheduled to meet with a manufacture representative (rep). No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and from a friend/family member of a patient on (B)(6) 2017. It was reported that the implant did not help the patient¿s pain. No further complications were reported/are anticipated.

Event description:
A patient reported poor communication on (B)(6) 2016. The patient was unable to communicate with the implantable neurostimulator (ins) recharger. The patients stated that her stimulation was not working and turned off. She last charged sometime this year and does not remember when but says it was a while ago, and was in 2016. The patient had not tried to try to check their ins with their patient programmer. No patient symptoms were reported and the patient was redirected to their healthcare provider. Healthcare provider listings were sent to the patient. The indication for implant was non-malignant pain and failed back syndrome- other. Additional information was received from the patient on 2016-12-09 that the reported that the issue with not being able to communicate with the implantable neurostimulator and the stimulation not working is being handled by her health care provider and a manufacturer representative. The last time that the patient had recharged her implantable neurostimulator was much longer than 30 days prior to the report. The issue was being resolved by installing a new stimulator with a ¿perm¿ battery.

Manufacturer narrative:
A necessitated surgical intervention has not been planned or performed to preclude permanent impairment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient is discussing removal of the implantable neurostimulator with their health care provider. The device was reprogrammed and a trial occurred. Removal was being discussed and an alternate possibility is to install a pain medication pump. There were no further complications reported.

Event description:
Additional information received from the healthcare provider indicated that the status of the affected device is unknown. They noted that the patient returned to their pain management physician for further follow-up following the reprogramming of their device. There is a possible need for a trial. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.